Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 31 jan 2026, a 16-14mm amplatzer duct occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During deployment, it was noted that the device delivery hub was not taking its desired shape and had a cobra deformation. The screw was not inlined with the actual position. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. So physician has to retrieve the device back. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 16-14mm amplatzer duct occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During deployment, it was noted that the device delivery hub was not taking its desired shape and had a cobra deformation. The screw was not inlined with the actual position. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. So, physician has to retrieve the device back. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.